Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous right superior femoral artery (sfa). An unspecified guiding catheter was advanced and a command 18 guide wire was attempted to be advanced; however, became stuck with the guiding catheter. It was noted the guiding catheter had become kinked and where the kink was the command 18 was stuck. Device could not be removed on its own therefore, it was removed as a one unit. A new catheter and unspecified guide wire were used to continue the procedure. A 6.0x200mm armada 35 balloon was advanced; however, ruptured at the target lesion. Another unspecified balloon was used to continue the procedure and unspecified stents were used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The incident information was reviewed; however, the product was not returned for analysis. A review of the electronic lot history record and similar incident query were not performed because the part/lot numbers were not reported. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D4: the UDI is unknown due to the part/lot number was not provided. The additional armada 35 device referenced in b5 is filed under separate medwatch report number.